Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and pulmonary embolism. Current weight 180 lbs. Previously administered products included for an unreported indication: sprintec 28 from 2009 to (B)(6) 2012. Concurrent conditions included uterine leiomyoma and vaginal discharge. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety"). The patient was treated with escitalopram oxalate (lexapro), sertraline hydrochloride (zoloft) and surgery (hysterectomy,(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the psychological trauma, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain , dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event outcome updated for pelvic pain and vaginal hemorrhage. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 180 lbs. Previously administered products included for an unreported indication: sprintec 28 from 2009 to 17-feb-2012. Concurrent conditions included uterine leiomyoma and vaginal discharge. Concomitant products included medroxyprogesterone acetate (depo provera)26-sep-2012 to march 2013, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In november 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with escitalopram oxalate (lexapro), sertraline hydrochloride (zoloft) and surgery (hysterectomy,(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain , dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and mr was received. New events abnormal bleeding (menorrhagia), depression, mental anguish were added. Concomitant, historical and treatment drugs were added. New reporters were added. Event onset dates were added. Lab data was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy,(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted essure insertion date: (B)(6) 2013. Received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Case becomes an incident. New events added: abdominal pain, dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury. Outcome of the events pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding), general abnormal bleeding were updated to recovered/resolved. Reporter's information was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.